Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. H6: device codes have been updated.

Event description:
It was reported that, during a procedure, when the physician activated the holmium laser fiber by stepping on the pedal, light was emitting from the entrance of the fiber sheath. This is indicative of a fiber fracture. Following the event, the focus lens of the device was replaced. No patient complications were reported.

Event description:
It was reported that, during a procedure, when the physician activated the holmium laser fiber by stepping on the pedal, light was emitting from the entrance of the fiber sheath. This is indicative of a fiber fracture. Following the event, the focus lens of the device was replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a procedure, when the physician activated the holmium laser fiber by stepping on the pedal, light was emitting from the entrance of the fiber sheath. This is indicative of a fiber fracture. Following the event, the focus lens of the device was replaced. No patient complications were reported.